Event description:
It was reported that the analyzer generated an error message of "not compatible with communicating programmer" when connected into the programmer. The analyzer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the analyzer would not communicate with the programmer. The analyzer was to be replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.